Manufacturer narrative:
Patient information is not available for reporting. Although the patient¿s age is unknown, it was reported to be ¿advanced.¿ additional product codes for this report include hwc. UDI number: (B)(4). Implant and explant date: device malfunctioned during the surgical procedure and was not implanted or explanted. A spare device was available for use to complete the procedure. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter hospital contact number: (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4) - manufacturing date: october 15, 2015 - expiry date: october 1, 2025. No deviation was found during the sterilization of this device. A review of the device history records (DHR) for the non-sterile part (with lot 9909406) was also conducted. Results are as follows: manufacturing location: monument - manufacturing date: september 29, 2015. No non-conformance reports were generated during production. Review of the DHR showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a surgical procedure for a humeral distal bone fracture on (B)(6) 2015. The surgeon began the procedure, which was to place a variable angle - locking compression plate (va-lcp), in accordance with the technical guide. After drilling the third hole from the distal end, which was at the most distal radial edge, the surgeon attempted to insert a va locking screw. The surgeon then encountered difficulty locking the screw into the plate. A spare va locking screw was used, but the same issue occurred. The surgeon then decided to insert the spare screw into another hole. The attempt was successful and the procedure was completed. A twenty (20) minute delay was noted. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: the flutes have white debris, which appears to bone fragments. There is damaged to the threads in different areas along the shaft length. The most pronounced damage on the shaft threads is just below the head. The anodize color is stripped along the screw, but most obvious in areas with the most thread damage. There is dark debris, which appears to be dried blood in sections of the thread root. The head profile, head thread profile, and thread profile could not checked due to damage. Since all features relevant to this complaint could not be checked this complaint cannot be confirmed. Product investigation summary: the exact root cause could not be found. The use of strong force must have led to the described damages. No manufacturing related issues were identified and/or confirmed during the evaluation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The awareness date of the complaint has been further clarified by the reporting affiliates. The correct date of awareness was (B)(6) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.